Manufacturer narrative:
(B)(4).

Event description:
It was reported via legal notification that a patient had bilateral total knee arthroplasty on (B)(6) 2010, with no revision date. This is the case for the right knee. The patient complains of the following injuries for the right knee: loosening requiring surgical intervention to be scheduled; soft tissue abnormality, pain and swelling, worsening with activity. There is no other patient demographic or medical history available. There are no images of the device provided. No other information is available.